Event description:
The invacare reliant 450 hoyer lift that was being used to transfer the resident above from her wheelchair to the bed failed. The bolt that held the boom in place popped off. The resident fell down. There were two cnas using the lift to help transfer the resident and one of the cnas caught the resident before she hit the ground. She took the brunt of the fall causing her to sustain injuries. The resident was unhurt.